Event description:
It was reported that prior to a surgery (not indicated to be related to vns therapy), the patient's physician went to turn off their device. High impedance was seen. When the patient was seen a week prior for MRI scans, the device was turned off and re-enabled without this error message. The device was left turned off. X-ray images were taken. Patient was in the pediatric intensive care unit (picu). The x-ray images were later reviewed by the manufacturer. An anterior to posterior (ap) scan was provided. Generator placement and lead connection was unable to be assessed as the generator was not visible in the provided image. The entire portion of the lead could not be visualized due to the limited scans provided. The visible portions of the lead were assessed for sharp angles, fractures, and discontinuities; however, none were noted. Based on the x-ray received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.